Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away on (B)(6) 2014. His wife stated that cause of death was a metastasized connecting duct tumor. He was wearing his insulin pump at time of death; and, his last known blood glucose reading was 128 mg/dl. However, his wife stated that his blood glucose had been 33 mg/dl a few days prior to death for which paramedics had to be summoned. A request was made for the insulin pump to be returned for analysis. No additional information was reported.